Manufacturer narrative:
Pump passed prime test and excessive no delivery test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir ring was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer state that reservoir was unable to lock inside insulin pump. The insulin pump will be returned for analysis.